Event description:
It was reported that a vns patient was seen in clinic and presented with high impedance. X-rays were taken, but have not been received by the manufacturer to-date. Diagnostics at implant were within normal limits. Review of the manufacturing records revealed the lead and generator met specification prior to distribution. Additional relevant information has not been received to-date. No known surgery has occurred to-date.